Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed. The anchor is missing threads and there is debris on the shaft and anchor. The plug of the anchor is partly deployed. The distal tip of the inserter is slightly bent. There are signs of impact to the device. A functional evaluation of the device found that the torque limiter will rotate, but will not engage to lock the plug. The inserter does not extend and click to lock. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque during use, an impact event inconsistent with normal use, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, internal to the patient, the inner screw of the footprint did not rotate properly, so the suture could not be fixed within itself. The procedure was completed with non-significant delay using a back-up device. No patient complications were reported.